Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative on 2021-may-10. It was reported that the patient would be having their pump removed on (B)(6) 2021, at which time the pump would be returned for device investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen 2000 mcg at a dose of 1,190 mcg via an implantable pump. It was reported that the patient experienced withdrawal approximately one week prior to their (B)(6) 2020 refill [no specific date provided], and the hcp advised the patient to take oral baclofen until the pump could be refilled. At the patient¿s (B)(6) 2021 refill, a volume discrepancy was noted. The expected reservoir volume (erv) was 8 ml, but only a partial amount (less than 1ml) could be removed from pump. The manufacturer representative guided the hcp via phone to retry removing the drug from the pump (to confirm that the physician had entered the septum). The hcp used both needles in the refill kit and was not able to withdraw more medication, so the manufacturer representative went into the hospital to provide the hcp with another refill kit. The manufacturer representative observed that the physician used the refill kit correctly. The hcp did not have any trouble accessing the pump reservoir. After refilling the pump with 40 ml of drug, the hcp confirmed d via ultrasound that all the fluid had entered the pump, and no pocket fill had occurred. Following the refill, they experienced difficulty communicating with the pump, and they were not having any success updating the pump. The manufacturer representative¿s tablet displayed ¿no pump found¿. The hcp's tablet displayed the same message. They attempted telemetry using the usb cord attached. The manufacturer representative confirmed that they were able to interrogate a demo pump with their tablet. The device manufacturer technical services department recommended changing environment and moving the communicator over different parts of the pump. The manufacturer representative confirmed that the issue was resolved, as the communicator tip needed to be placed near the catheter port for it to communicate; this had not been a problem since. The patient¿s next refill was due on (B)(6) 2021. The manufacturer representative advised the hcp to bring the patient in earlier to monitor for any further discrepancies that may occur due to potential overinfusion. The time of the next refill was unknown to the manufacturer representative. The patient was admitted to the hospital and was being monitored in the hospital . The hcp was going to contact the manufacturer representative if further discrepancies occurred. Surgical intervention did not occur and was not planned. The reason for the discrepancy at the time of the event was unknown. Additional information indicated that the manufacturer representative received a call from the hospital on (B)(6) 2021 at 5:10pm indicating that the patient showed signs of overdose. They discussed options with the manufacturer representative over the phone, which were: removing drug from the pump (but they were not experienced in doing this). Temporarily stopping the pump. Permanently stopping the pump the manufacturer representative provided them with an additional option which was putting the pump to minimum rate. They were unsure which to choose, and the manufacturer representative asked them to contact [the patient¿s managing physician] to determine the next step. The patient¿s managing physician decided to have the pump switched to minimum rate. The manufacturer representative arrived at the hospital and provided the programming steps to turn the pump to minimum rate. The physicians at the hospital updated the pump to minimum rate. A few more conversations occurred, particularly around the fact that the pump during the previous incidence on the (B)(6) 2020 during the refill had 8mls of fluid missing, so the hospital physicians decided to remove the drug from the pump with the manufacturer representative¿s assistance. The manufacturer representative contacted the device manufacturer technical services department for assistance in calculating the bolus steps required to remove the drug from the inner tubing. The following steps were taken 1. Pump interrogated. Erv was 38.8ml, and 37ml was aspirated 2. 40ml of 0.9% saline for intrathecal use was put into the pump 3. 2.8ml of fluid was removed from the catheter. Simple continuous mode initiated at 96mcg/day so a bolus could be activated 5. A prime bolus of 0.2ml was initiated over 13mins and once complete, 2mls of fluid was removed from catheter 6. Another prime bolus of 0.2ml was initiated over 13mins and once complete, 2mls of fluid was removed from catheter 7. The pump was then updated with the new prescription of saline at minimum rate the patient was to remain in the hospital until they could determine the cause of the overdose. Patient was on additional oral medication including oral baclofen, doses, and other drugs (which the manufacturer representative was unaware of their identity and would not be informed). Information regarding the patient¿s weight, medical history, and other medications was unavailable.

Manufacturer narrative:
H3: the pump was returned, and analysis found wear on the motor o-ring for gear number three. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. The pump was explanted and would be returned to the device manufacturer.